Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.